Event description:
A customer reported the uom setting of their freestyle flash meter changed from mmo/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Tested returned meter. The meter has been confirmed to exhibit the memory overwrite malfunction. Uom was set to mg/dl when meter was received. Battery and booklet icon were observed on the display and give error 3 errors. Serial number was also corrupt. Meter is inoperable. Customers and retailers have been informed through the fa16may2006 letter.